Event description:
It was reported that patient underwent humeral repair trauma procedure on (B)(6) 2012. During the procedure, as the surgeon was turning a cancellous screw through the humeral versa nail, the head of the cancellous screw fractured. The surgeon indicated that he believed the shaft of the screw was still performing its intended function, and it remained in the patient.

Manufacturer narrative:
Examination of returned device found screw appears to have fractured due to torsional overload.

Manufacturer narrative:
Explant date - device remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event.